Event description:
It was reported that the patient experienced a low blood glucose event while asleep, with a reported nadir of 59 mg/dl, and the cause was unclear despite review of reports and discussion. Symptoms included no reported clinical symptoms while the patient was sleeping. Outcomes included successful correction with oral carbohydrate intake, specifically approximately 8 ounces of cola, after which glucose returned to range, with no hospitalization or additional medical intervention. Investigation included customer care troubleshooting and education, including confirmation that the ilet would adapt to the event and guidance to monitor and call back if a similar issue recurs. Investigation of this case revealed no device malfunction or identifiable device component issue, and no contributing user-reported factors were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.